Manufacturer narrative:
The lot number etched on the product is the vendor's lot. A review of the customer's purchase history and inventory transactions found five (5) possible lots: 900730, 419830, 230080, 089900, 490310 this follow-up report is being submitted to relay additional information. The complaint is confirmed. The device was returned for investigation. The contra drill was found to be missing the blue paint in the machined groove between the identification etchings and the fluted section. The cert was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. This is the only complaint for this item# 01-9181, vendor lot# 186575. The most likely underlying cause of the contra drill's paint peeling could not be determined. It is possible that the paint peeled off as a result of improper cleaning and sterilization or being reused. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00284, 0001032347-2020-00285. Medical products: 2.0mm system twist drill with j notch 1.5mm x 105mm w/ 22mm stop, part# 01-9198, lot# ni. 2.0mm system twist drill contra 1.5mm x 30.5mm w/ 15.5mm stop, part# 01-9181, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source - (B)(6).

Event description:
It was reported the drill bit fractured while fixing the plate with a trocar. The drill guide was utilized. When using the contra drill bit, the paint peeled off. Paint was removed from the patient with gauze, but some of the paint may remain in the patient¿s body. No additional patient consequences have been reported.